Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the downstream sensor readings and the downstream pressure plate gap to be out of specification. The downstream pressure plate gap was calibrated to correct the condition. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a constant false downstream occlusion alarm. There was no patient involvement.